Event description:
The user facility in the EU reported a 66-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. After a difficult implantation due to the graft, the placement signal was lost. By checking the catheter of the 5.5, a kinking was spotted. Replaced the pump with a second 5.5. Patient stable.

Manufacturer narrative:
No data logs were returned. Multiple kinks were observed on the catheter when examined upon the benchtop. The catheter was then stripped to examine the optical fiber line. A kink was observed in the fiber line close to the motor housing. The cause of the optical signal issue was a damaged optical fiber line. The damage occurred during/with improper technique at delivery. This report is being filed as part of a retrospective review of historical records.